Event description:
The customer reported that the cross arm brake will not hold. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the cross arm brake and handle. The system is operating as intended.